Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was evidence of moisture corrosion inside the battery compartment. The returned battery cap was undamaged and was able to fit securely. The battery cap contact height and width measurements were found to be within specification. The pump failed to powered on, duplicating the power issue. A leak test showed the pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. No power was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.